Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additionally, manufacturer device registration database revealed the ipg was explanted and replaced with another model.

Event description:
Additional information received identified the ipg was also relocated during the surgery. Reportedly, the issue resolved following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention may be taken at a later date to address the issue.